Event description:
The customer stated she was hospitalized for high blood glucose levels. Prior to the hospitalization, the customer stated she lost consciousness due to the high blood glucose. Troubleshooting was performed and the insulin pump passed the prime test. The tubing clamp was not available at the time of call for the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.